Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm while priming the insulin pump. Explained the alarm to customer and assisted with clearing the alarm. The customer's blood glucose was 174 mg/dl. Troubleshooting was done. Advised customer to do a complete set change. The customer delivered 5 units of insulin via fill cannula with no motor error alarm. The customer declined changing the insulin pump. The customer stated that he would monitor the insulin pump. Nothing further reported.